Event description:
It was reported that customer had high blood glucose level. Blood glucose at the time of event was 26 mmol/l. It was unknown that customer use auto mode feature at the time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Device was returned for no communication between pump and bg meter/transmitter found on (B)(6) 2022. Allegation to high bgs noted. Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected alarms noted during testing. Device successfully downloaded traces and history files using thus. Device properly paired with bg meter. Device properly paired guardian link 3 transmitter. No communication anomaly noted. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case, keypad overlay peeling, missing display window/cover, and cracked battery tube threads. No communication between pump and bg meter/transmitter not confirmed during testing. Unable to verify customer's complaint for high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.